Manufacturer narrative:
According to the information for use [IFU], no more than 45ml of fluid are recommended for inflation of the retention balloon. Based on the available information, this event is deemed to be a serious injury. A return sample for evaluation is not expected. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but, not provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient with liver disease with a high risk of bleeding was taking lactulose had diarrhea. A fecal management system (fms) was placed (B)(6) 2018 for the diarrhea. On (B)(6) 2018 a rectal bleed was noted and the device was removed. ¿approximately 80-90 cc of water removed from the balloon.¿ the volume placed in balloon upon insertion was not been provided. The patient was "scoped" on (B)(6) 2018 to stop the bleeding and that was successful for a short period of time but, the patient began bleeding again on (B)(6) 2018. The patient was "taken to the or to stop the bleeding." Procedure and labs performed but, were not provided. The patient¿s condition was not provided.